Event description:
It was reported that during a laparoscopic right lower lobectomy procedure, it was observed that the response of bending button was bad, the jaws failed to close parallel during bronchotomy and staple malformation occurred. Additional suture was performed to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 02/04/25 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: procedure and site of use? Thoracoscopic right lower lobectomy, the staple malformed occurred during bronchotomy. The shape of the staple malformed? Straight bar-shaped (l-shape) was there any bleeding or tissue damage at this event? The suture of the bronchial segment was incomplete. Was there any change in procedure when additional suture was performed? (E.g., additional port hole, extension of incision wound, etc.) Additional suture was performed to complete the case. If you have any comments from the doctor in charge, please share them with us. Is there any problem with the patient's condition after the surgery? We have heard that there are no problems. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify what is meant by, "the response of bending button was bad"? Was there an issue with the articulation button? Was there an issue with the anvil release button? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the lot/batch #c9eg74, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information was requested, and the following was obtained: please clarify what is meant by, "the response of bending button was bad"? => the buttown for bend was not resposed properly. Was there an issue with the articulation button? Unk. Was there an issue with the anvil release button? Unk.

Manufacturer narrative:
(B)(4). Date sent 2/20/2025 d4 batch #132d79 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of damaged jaw and would not close could not be confirmed as no damage was observed on the jaws and the device opened and closed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event of malformed staple since the device was not received, the instructions for use contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 132d79, and no non-conformances were identified.